Event description:
Patient was recently implanted and had not taken programmer out of the box, and everything was fine at first, but since last night, they had a return of symptoms. Patient had been going to the bathroom about 4 times in 2 hours, they were rushing and almost had an accident, and got up multiple times in the night. Patient did not feel stimulation, but after increasing on program 3 from 1.0v to 1.2v, they felt a slight flutter. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that in the last 12 hours the device seemed like it was not working at all. The patient noted that the day before report they started to have urgency and on the day of report they had accidents. The patient stated that since they got the device they would get up maybe once a night, but the night before report they got up 4 times. The patient noted that they drank water and did not have any alcohol of caffeine the night before report. The patient synced with the implant using the patient programmer (pp) and noted that stimulation was on. The patient increased stimulation to a comfortable level and was advised to follow up with their hcp if the problem did not resolve. It was indicated that the change on therapy/symptoms was sudden. No further complications were reported or were expected.